Event description:
It was reported that patient was experiencing stimulation in the wrong location and a shocking/jolting sensation. The symptoms began within a few months of having their last neurostimulator replaced. The patient underwent replacement of their old device in 2007. Within a few months the new device "started acting strange". The patient received a couple of strong shocks and the unit was barely working in the lower lumbar area. The patient's legs and feet were the only areas that were receiving the full electronic impulses. The device began to get painful to use due to the impulses being so strong in the legs. Eventually, the impulses were no longer in the lower lumbar area. "The battery was gone (after nine months) and it only worked properly for a few months." It was also reported "the equipment used to take readings on the stimulators did not give accurate readouts on problems with the neurostimulators." The patient is reportedly waiting for replacement surgery. Additional info has been requested but was not available on the date of this report.